Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One used micropuncture transitionless access set was returned for investigation. Only the needle was returned for evaluation. The needle was 6.9 cm in length from the base of the green hub. 3 mm compression is noted 1.0 cm from the proximal end of hub. Hub is secure to the needle. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each needle is 100% inspected and verified prior to release. A review of the device history record shows one nonconforming event not related to this failure mode. There was one other reported complaint for this lot number, not associated with the reported issue. Based on the information provided and the results of our investigation, the root cause for this event was unable to be determined, as the malfunction was unable to be confirmed. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A micropuncture transitionless access set was used in a procedure for treatment of peripheral artery disease. It was reported that, when attempting to puncture with the device, the base of the needle moved. It appeared that the needle was not attached properly to the handle. Another device was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.